Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported she has to press hard on the screen of the controller to get it to respond since monday pt stated something is rattling in the controller since yesterday. A replacement controller was sent out. No symptoms were reported. Pt reported after they had received the replacement equipment they were still unable to recharge their implant. Pt reported they had talked to their representatives and they were still unable to recharge their implant. Pt declined any troubleshooting and requested an email be sent to their representatives. They had planned to meet with their representatives, but had not heard back from them. The patient had controller replaced about a month ago (though caller indicated it was because it wasn't holding a charge) and they met with patient at that time to pair controller to ins and everything was working appropriately. Caller stated patient was having trouble recharging but they were able to work with the patient and resolve that issue. Yesterday, caller was notified that patient was unable to control stim using their controller. Caller met with patient today and they are able to connect to ins with tablet and recharger without issue and ins is charged to 100% but if they try to connect to ins with just the controller, it doesn't connect. Caller stated they already tried re-pairing and resetting controller without resolution. Tss walked caller through using tech mode to successfully re-pair controller to ins, caller was then able to connect to ins with just the controller. Tss had caller remove and reinsert controller battery pack to obtain sn and after that, they were still able to connect to ins with just the controller. Patient will be having ins replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the technical services (tss) agent had the rep factory reset the controller and re-pair the controller to the implantable neurostimulator (ins) and it worked normal. No surgery was needed. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.